Event description:
It was reported that the cartridge was not fitting properly on the pump, as it snapped into place but kept slipping out. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support identified damage to the guide rail and decided to replace the pump. The customer continued to use the pump for insulin therapy.